Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to wear and tear damage with customer mishandling and with increasing use/time. The event can be prevented by following the instructions for use which state: "[warnings and cautions] do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Event description:
The subject device was returned to an olympus service center with no alleged complaint. Upon inspection and testing of the returned device, it was observed that there was a gap between the acoustic lens and the ultrasound probe. This report is being submitted for the malfunction found during evaluation of the device. There was no patient or procedure involvement.

Manufacturer narrative:
In addition to gap between acoustic lens and ultrasound probe, service found the up/down knob could not be locked securely due to worn lock engagement lever, the scope body was cracked, the scope cover was chipped, the switch button #1 was cut, the air/water cylinder was discolored, the suction cylinder was discolored, the adhesive around the objective lens was worn, the objective lens was scratched, the adhesive around the light guide lens was worn, the adhesive on the bending section cover was worn, and the coating on the connecting tube was peeling off. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.